Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated, problem regarding cassette not attached properly was not duplicated. The speaker was really weak. The front piezo (speaker) was replaced, during the repair process. Also the rear piezo (speaker) was replaced as a preventative measure. Replaced dso (downstream occlusion sensor) as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited cassette not attached properly alarm with volume issue. No patient injury reported.